Manufacturer narrative:
This is one event (cardiovascular) of three events reported on the same patient involving two separate products mdrs# 1225714-2014-02401, 1225714-2014-02402, 1225714-2014-02403, 1225714-2014-02404, 1225714-2014-02405 and 1225714-2014-02406.

Event description:
The plaintiff's attorney alleged that the decedent experienced cardiovascular events on (B)(6), 2010, and subsequently expired after use of the product.